Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. User error identified upon troubleshooting with end-user. Root cause: cannot duplicate with retain testing; likely user error . Source: phone.

Event description:
Reported 1 false positive sars results for one patient. Unknown if asymptomatic or symptomatic. Confermation method not stated. Customer is using walk away mode but letting cassettes incubate first up to 1.5 hours.